Event description:
It was reported that the patient was rushed to the ER with no device output and a heart rate of 18 bpm. The device battery was 'dead' at end of life. No further patient complications were reported as a result of this event.